Event description:
A volume discrepancy problem was reported. It was stated that the pump was refilled three months ago and as of the date of this report they aspirated 18ml of drug from the pump. Patient did not have any therapy issues at the time, nor did he have any therapy issues post refill". It was later added that the pump was at eol (end of life ); "it's an old 8627-18" and they had got back 20 ml, "so it stopped working since his last fill." Patient had not had any withdrawal symptoms. The pump was stopped per hcp instructions and they were not going to do anything with it right now. Hcp wanted to "just see how he does"; either an explant or replacement may be planned down the road. Drug delivered via the device was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. (B)(4).